Event description:
A failure code 703. The event was reported to have occurred during biomed testing. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.